Event description:
It was reported that two devices did not deliver the expected tremor control "almost the whole time" the patient had them. The reporter stated that the devices were replaced because one was depleted and the other was weak. It was reported that the patient had a serious accident in (B)(6) 2012 and lost his 27-year job "due in part to excessive tremor." The reporter stated that when the patient went to doctors for help and answers, the standard answer was "the batteries still have life." It was reported that the devices were "defective," failed to hold setting, and had early depletion. A week later, it was reported that this was not a deep brain stimulation problem that could be blamed on the patient's doctors. The reporter stated that the devices never worked properly and caused his legs to hurt. It was reported that it was an equipment issue. It was noted that the devices the patient had earlier gave him the tremor control he expected. It was reported that the patient's new devices did a "good and steady job" of controlling his essential tremor. With the new devices, the patient no longer felt sluggish, his legs did not hurt, his mood improved, and his gait ataxia was minimal. A week later, it was reported that following implantation of the devices, the patient experienced excessive tremor and gait ataxia. The patient's neurologist would make adjustments that "seemed ok" while in the office, but a short time later the excessive tremor reappeared as if the patient had no deep brain stimulation. It was reported that a different clinic reprogrammed the devices on (B)(6) 2012 and requested that they be checked in three months. On (B)(6) 2012, a test was run showing that the left thalamic device was slightly lower at 3.66 volts and the right thalamic device was normal at 3.71 volts. Between (B)(6) 2012 and (B)(6) 2012 the patient experienced "sudden and premature failure." A follow-up report will be made if additional information becomes available. See MFR report # 3004209178-2013-00014

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3387-40 lot# v001355, implanted: 2006 (B)(6), product type lead product ID, 3387-40 lot# j0102029v, implanted: 2001 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the stimulator ins battery had normal end of life with no telemetry and no output.